Event description:
During a check in procedure at the manufacturer's service center, the device won't turn on. There was no harm or injury reported. The manufacturer's investigation is still ongoing. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported receiving information alleging the device won't turn on. There was no harm or injury reported. The device was returned by the customer to manufacturer service centre. The device returned to customer with foam remediation only. No additional repairs performed, returned unrepaired.